Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that a partial lead was returned. An insulation abrasion, exposing the outer coil was noted at 14.0 cm to 14.8 cm from the distal tip. The abrasion was consistent with constant friction to another implantable device.

Event description:
It was reported that the right ventricular lead sustained rib clavicle crush damage. The lead was explanted and replaced.